Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer(fse) evaluated the unit and found helium tank knob would not tighten down. Fse replaced knob clamping. Verified that it tightened properly. Original knob was defective with a crack in the plastic handle. Cs300 iabp pm services completed. Full pm, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion. The failure analysis and testing department received the following part associated with this complaint: knob, clamping this part was received with a reported unit failure message of knob defective. Performed visual inspection of this part received and found knob was damaged. The fat dept. Verified the failure message of knob defective. Retaining knob clamping in the fat dept. Per procedure rev as. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
Na.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) helium tank knob defective will not tighten down. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.